Event description:
Laparoscopic insufflation tubing with apparent restricted flow during surgery resulted in limited pneumoperitoneum and extended anesthesia time for the pt.

Manufacturer narrative:
The MFR's device investigation revealed the plasticizer in the tubing migrated and softened the filter housing material causing an occlusion. Heat was found to aggravate the action. The filter housing material was subsequently changed to polycarbonate which is a stronger, higher impact and more chemically resistant material also less affected by higher temperatures. This action has eliminated the occlusion issues as reported by the facility. The customer has also advised there was no injury or illness due to the device malfunction, however; it did prolong surgery time.